Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral. Patient litigation papers allege the following: patient suffered persistent severe pain and discomfort in his left and right hips, thigh, groin, legs and lower back which has increased over time; sensation of misalignment, weakness, decreased range of motion and patients hips pop, click, and cramp. Physicians examined patients hips in (B)(6) 2010. Physicians advised patient that he suffers from elevated levels of cobalt and chromium metal ions in his bloodstream. Blood tests of (B)(6), 2010 and (B)(6), 2011, show patients cobalt level at 4.0 and 3.3 and his chromium elvel at 3.0. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hips. Patient is scheduling to undergo revision surgery to explant the left and right asr hip implants. The sales rep has reported the revision surgery. Reason for revision is unknown. (B)(6) 2011 - medical records were received. The revision operative report indicated that the patient was revised on the left side due to pain and elevated metal ion levels. The part/lot numbers were identified. There is no new information that would change the outcome of the investigation. (B)(6) 2011- the sales rep has reported the revision for the right side. Reason for revision was not provided.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Bilateral patient. Litigation papers allege the following: patient suffered persistent severe pain and discomfort in his left and right hips, thigh, groin, legs and lower back which has increased over time; sensation of misalignment, weakness, decreased range of motion and patient's hips pop, click, and cramp. Physicians examined patient's hips in (B)(6) 2010. Physicians advised patient that he suffers from elevated levels of cobalt and chromium metal ions in his bloodstream. Blood tests of (B)(6) 2010 and (B)(6) 2011, show patient's cobalt level at 4.0 and 3.3 and his chromium level at 3.0. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hips. Patient is scheduling to undergo revision surgery to explant the left and right asr hip implants.

Event description:
Patient was revised to address elevated metal ion levels. Synovitis and metallosis was noted surrounding the hip joint.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.